Event description:
B.5 initially the pt was operated on 12/5/1997 and got an implant of a gore-tex graft (vt05050l), however the next day the pt was reoperated on to get a larger shunt size. At this time the dr implanted the st0604 graft which is the basis of this report. Approximately 3 months later in 3/1998, the dr reoperated because of a drop in oxygen saturation of the pt. At this time seroma formation was noted around the graft. The graft was replaced. No further complications have been noted with the pt.

Manufacturer narrative:
G.1. The contact person and mfg address has been changed. New info from the user facility in sweden was recently recieved which led us to change the model number previously reported.